Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found upon review of device data.

Event description:
It was reported that the short interval counter was high and that there was noise on the far-field egm. The technical consultant noted an increase in premature ventricular contractions, likely correlated to the increase interval count, and stated that the noise was from muscle tissue under the device during isometric exercises. It was further reported that there was t-wave oversensing (twos) and double counting of r-waves. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the short interval counter was high and that there was noise on the far-field egm. The technical consultant noted an increase in premature ventricular contractions, likely correlated to the increase interval count, and stated that the noise was from muscle tissue under the device during isometric exercises. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found upon review of device data.